Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2011 including a rechargeable ipg. It was reported that the charger can no longer communicate with the ipg unless the pt is in an uncompromising position. She does not want to go through a revision at this time to relocate the ipg.